Manufacturer narrative:
The customer reported the AED 'started beeping.' The customer stated they purchased new batteries from the distributor; the distributor told the customer the issue is not with the new batteries. The asi is flashing red. The batteries and pads are reported as not being near the expiration dates. The maintenance schedule is reported as monthly; however, the customer stated the device has not been checked in the last few months and the asi started chirping in april. Tried troubleshooting with the customer using another battery pack and the AED would not power on. Sent the customer a data card to download the log history file. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported the AED 'started beeping.' The customer stated they purchased new batteries from the distributor; the distributor told the customer the issue is not with the new batteries. The asi is flashing red. The reported event did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. Once a new battery replacement was installed and a manual self test run the AED was functioning as designed and could stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.